Event description:
A user facility reported that an intraocular lens (iol) was returned due to a spot on the iol. Pt impact is unknown. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis; foreign material was observed on the anterior and posterior sides fo the optic. Foreign material was determined to be embedded into the posterior surface. The optical resolution was acceptable. Analysis revealed this to be internal to the lens. It does not appear to have any affect on the optical properties. Product history records were reviewed and all document indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested on 03/16/2009 by mail. A completed questionnaire has not been received.